Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a bent needle was confirmed but the exact cause remains unknown. The product returned for evaluation was a one 20 ga x 1 in safestep infusion set. The returned product sample was evaluated and the needle was observed to be bent at the proximal end of the needle shaft. The following observations were noted during the sample evaluation: the needle was bent at the region where the needle extends from the base, microscopic examination of the sample found no supporting evidence of a specific root cause. Based on the evidence provided with the returned sample it is unknown when or how the bend occurred in the needle. Damage to the needle could have occurred at the manufacturing facility, during shipping, during use, or during storage of the product, and no evidence was observed which supported a specific root cause of the event. A lot history review (lhr) of ascts0082 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the needle tip was bent. 12/12/2019 - the returned sample showed that the bend in the needle prevented the safety mechanism from activating.